Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A system error (se) 2240 alarm was identified in the log of a returned homechoice device. This complaint is confirmed because the alarm was identified in the event log of a device. The cause cannot be determined based on the information in the complaint; the disposable was not returned for evaluation. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred (B)(6) 2011 @ 09:23, phase and cycle information are not available in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.